Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc leaked blood. The following information was provided by the initial reporter: on (B)(6) after the venous puncture, the nurse in charge, checked the indwelling needle in the no.3 bed again, and found that the indwelling needle was leaked blood in the 3m application beside the intravenous indwelling needle, excluding the conditions of weight bearing and compression. After that, the indwelling needle was cleaned again with sterile cotton swab and the 3m application was replaced, but it was still ineffective. Then another indwelling needle was replaced.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8141409. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation and or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc leaked blood. The following information was provided by the initial reporter: on january 13, after the venous puncture, the nurse in charge, checked the indwelling needle in the no.3 bed again, and found that the indwelling needle was leaked blood in the 3m application beside the intravenous indwelling needle, excluding the conditions of weight bearing and compression. After that, the indwelling needle was cleaned again with sterile cotton swab and the 3m application was replaced, but it was still ineffective. Then another indwelling needle was replaced.